Manufacturer narrative:
Device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed 1 other complaint has been received for this production order number, but it was a medium-level complaint, and a product evaluation was not required; therefore, no product malfunction or deficiency could be identified, and no escalations are required. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown. The best estimate time would be approximately in (B)(6) 2021. If implanted; give date: unknown, not provided. If explanted; give date: unknown, not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a haptic of an intraocular lens (iol) was bent while being injected into the eye. The lens did touch the patient's eye. A new one was used to complete the surgery. No other information was provided.